Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was in the hospital for an unrelated procedure and the device was noted to be pacing in unipolar at 72 beats/minute as per safety mode parameters. Historically, the device was in ddd mode. The device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was in the hospital for an unrelated procedure and the device was noted to be pacing in unipolar at 72 beats/minute as per safety mode parameters. Historically, the device was in ddd mode. The device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.